Event description:
The pt said they used the suspect device to check their blood glucose and was then taking too much insulin. Pt said they awoke and was very sweaty and pt used the suspect device and obtained a result of 196 mg/dl. Pt took insulin and then ate and felt better. Several hours later pt's blood glucose result on the suspect device was 496 mg/dl and pt didn't believe the value and "went into a coma". Paramedics were called and they checked pt's glucose at 27 mg/dl. Pt was treated with a glucose IV, given orange juice and food. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.